Event description:
Rrt was taking the patient on a walk with rn and the patient's father. As they were passing the nursing station on peds that patient was motioning/asking for suctioning. We pulled to the side to suction the patient and noted that he was starting to turn blue and desaturating. I increased the flow on the oxygen tank as this patient was on an hme. The patient continued to desaturate and started to lose consciousness and that's when the nurse and I decided to quickly move the patient into the treatment room on peds. When I unplugged him from the oxygen tank I noticed that there was no flow from the tank coming out. I quickly hooked up the bag to the flowmeter in the treatment room and started to bag the patient. His color, consciousness, and saturation quickly came back. Rn retrieved another oxygen tank and the patient was safely transported back into his room. Vital signs stable. During the event it was noted that the tank was not alarming appropriately. *oxytote reading tank as full or psi available, but no pressure or flow. *oxytote not alarming to low psi.